Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the filter of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. The device was received for evaluation. An air leak test was performed (2 bar), and a leak was observed at the level of the connection from the filter to the dialysate port. Visual inspection showed that the connection from the filter to the dialysate port was cracked at the level of the housing. The reported condition was verified. The most probable cause of the crack was related to mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.